Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that for one week the pt was experiencing intermittent "power cable disconnect" alarms that seemed to occur only when the pt was ambulating, never occurring when sitting or lying down. The pt described the alarming as sometimes just one chirp with no lights, sometimes once per second beeps with flashing green lights every 3 seconds. The alarms occurred on both the power module and while on batteries. It was noted that there were no bent pins in either power cord lead, both lines are undamaged, no signs of wear and the strain reliefs were intact bilaterally. The pt also stated that he sleeps fitfully and may be bending the power leads during this time, but is unaware. The system controller was exchanged with another system controller and no further problems have been reported.

Manufacturer narrative:
The device was returned to the MFR for eval. The system controller was connected to the equipment in the MFR's lab and the "power cable disconnect" alarms were confirmed and reproduced during analysis. The white and black power leads were manipulated and while moving the white power lead at the connector end the "power cable disconnect" and "low voltage" alarms became active. The system controller was then connected to a power module and while moving the white power cable, support to the pump could be interrupted. The white power cable was then stripped at the connector end revealing a broken inner conductor. This situation is being addressed through the MFR's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.